Event description:
It was reported that the patient experienced peritonitis manifested by abdominal pain, the patient feeling full, and cloudy effluent coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. However, it was reported that the patient's skin cells shedding into the peritoneum might have cause peritonitis but this was not medically confirmed. The patient was hospitalized for the event. The patient was treated with antibiotic derivatives of penicillin (dose, frequency and route not reported) for the event. In addition, the patient was given benadryl, before giving any other antibiotics for peritonitis. The patient had not recovered from the event at the time of the report. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).